Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4) - m2a magnum shell - 134740, (B)(4) - integral femoral stem - 275840, (B)(4) - m2a magnum taper insert - 859270. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -09456.

Event description:
It was reported that patient underwent hip revision approximately 11 years post implantation due to significant pain, tissue destruction, bone destruction, metal wear, and limitation in daily activities. During the surgery it was noted that a large amount of grayish tissue surrounding the hip along with gray fluid is consistent with metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.